Manufacturer narrative:
Continuation of medical devices: 5076-52 lead and a2dr01 ipg implanted: (B)(6) 2016. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dizziness and feeling lightheaded. The right ventricular (rv) lead had a confirmed fracture, along with exhibiting noise, a high number of short v-v intervals, t-wave oversensing, intermittent capture, and high, undefined and increasing impedance which caused a polarity switch and lead warning. The patient's right atrial (ra) lead was unable to capture. The rv lead was capped and replaced, while the ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.